Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple occlusion alarms. It was stated that blood glucose (bg) level were mostly not impacted by the occlusion alarms. However, in some occlusion alarms bg's were high, the exact value was not provided. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed.

Manufacturer narrative:
Brand name, common device name.